Event description:
Pt states that the pump is displaying frequent error messages and the display screen is fading in and out. This required no physician intervention. Insulin injections were administered at home.